Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, undersensing was noted on the device. The device was reprogrammed, however, episodes of undersensing continued to occur. Further reprogramming is anticipated to be performed and the patient was in stable condition.

Event description:
Additional information received indicated the undersensing noted on the device was due to device migration. No further intervention has been performed and the patient was in stable condition.